Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed no physical damage. An occlusion alarm was found in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an unusual pressure sensitivity observed (pressure test failed). There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.